Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown. Sex/gender: unknown. Date of event: unknown. Serial#: unknown. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown. If explanted; give date: not applicable, scheduled explant at a later date. Title, first name, last name: unknown. Phone number - (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. (B)(4). Device manufacture date: unknown, as the serial number of the device was not provided. Device evaluation: the product testing could not be performed as the product remains implanted. The customer's reported complaint could be verified. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of lens model, pcb00v patient's visual acuity postop measurement was -0.8 diopter off target. The intraocular lens is scheduled to be replaced. It is unknown whether the issue was maybe a preoperative calculation error, or lens caused. No additional information provided.

Manufacturer narrative:
Corrected data: in review, the initial emdr report where the ''device evaluation'' was reported, indicated that ''the customer's reported complaint could be verified.'' Which is incorrect. This correct sentence should be ''the customer's reported complaint could not be verified.'' Which has been corrected in this supplemental report. Additional information: additional information received indicated that the reason for the event was that the reference data at the time of wearing the contact lens was erroneously used in the iol lens calculation. Therefore, the event was not caused by the lens. Reportedly, the pcb00v explant and lens replacement procedure was carried out on (B)(6) 2019. The following fields were updated accordingly: if explanted, give date: (B)(6) 2019 (B)(4) - updated from planned explant to explant all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.